Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the act and esc buttons. The customer also reported that they received a battery out limit alarm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the insulin pump was alarming at the time of call. The customer was assisted in clearing the alarm. The customer was assisted in reprogramming time and date. The customer stated that the battery was out greater than duration allowed by the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.